Event description:
Attachments come off - oral-b [device breakage] case narrative: consumer via social media stated that oral-b toothbrush head attachments came off while brushing with an oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
02-jan-2023 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Attachments come off - oral-b [device breakage]. Case narrative: consumer via social media stated that oral-b toothbrush head attachments came off while brushing with an oral-b toothbrush. No injury was reported. 05-dec-2022 case update: the concomitant product was oral-b power power oral care refills sensi ultrathin eb60. No injury was reported. 03-jan-2023 case update: the concomitant product lot was d1177. No injury was reported.